Event description:
It was reported that this device battery was suspected of exhibiting premature battery depletion. The physician surgically explanted and replaced the device to resolve the event. No additional adverse effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned device was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this device battery was suspected of exhibiting premature battery depletion. The physician surgically explanted and replaced the device to resolve the event. No additional adverse effects were reported. The device was subsequently received for analysis.